Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7309007. UDI: (B)(4).

Event description:
It was reported that the patient had an aborted trial. The patient was in too much pain to finish the procedure, and the physician could not place the leads. The patient was doing well postoperatively. The explanted device will not be returned as it was disposed per facility protocol.